Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation humidifier. The manufacturer received information from the patient alleging "slight burn marks" on the inside of the humidifier lid, and a "hole melted into the lid seal." The patient also alleges an odor during usage. No death, serious harm, or injury was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.